Event description:
Received information regarding a cartridge alarm 25 during the load process. The customer stated that the bottom of the cartridge opening was closed off more than other cartridges. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.